Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2017 the patient was implanted with a titanium acetabular cup in his right hip and after a period of time began experiencing discomfort. It is further alleged that in light of worsening symptoms he was revised on (B)(6) 2018 and during the revision surgery. It was discovered that the cup was loose and easily removed.